Event description:
It was reported that the customer's insulin pump was vibrating every hour. Troubleshooting was performed. It was stated that the device was in a temp basal pattern. Advised mother that the device vibrates/alarms every three hours during temp basal. The customer stated that her glucose level was 232 mg/dl. It rose to 258 mg/dl in an hour and dropped to 232 mg/dl. The customer stated that she is working closely with her dr and adjusting the basals. Called customer back and the mother stated that the customer had fallen asleep. The mother stated that in the past week her daughter's glucose level was over 500 mg/dl. The mother also stated that the customer was hospitalized during initial diagnosis of diabetes. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.